Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high, out of range shock impedance measurements. The health care professional (hcp) reported that the patient would continue to be monitored via their remote home monitoring system. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.